Manufacturer narrative:
UDI #: (B)(4). The field service engineer (fse) visited the customer site and was unable to duplicate the reported issue. Fse checked all connections and verified all connectors. The system was very slow navigating through menus. Fse replaced the hard drive and restored the settings. Fse completed system checkout and verified all modes of operations and all calibrations. Fse also replace the touchscreen as there were calibration issues. System meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported of the whitestar signature system locked up/frozen when they went to use it. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. In initial report, the device manufacturer date provided was incorrect as the correct date is in this follow up#1. All pertinent information available to abbott medical optics has been submitted.